Event description:
On 09/22/2023, investigation on the product received was completed. A physical inspection of the returned product confirmed that the product is a non-authentic philips device. No device problem or malfunction from a philips product was found. This case is now determined to be not reportable.

Manufacturer narrative:
Product was returned for investigation. A physical inspection of the returned product confirmed that the product is a non-authentic philips device. No device problem or malfunction from a philips product was found. This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2023-00032 submitted on 04/07/2023 can be removed.

Manufacturer narrative:
B3: the event date is approximate. H4: manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips sonicare accessory brush head cracked during use. No injury or medical intervention was reported. A potential choking hazard was identified.